Event description:
The patient's mother said the pump did not recognize the filled cartridge. Then she said when she primed the tubing the insulin spurts out rather than drips out. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an ezprime operation was performed with no issues; the pump correctly recognized the cartridge and insulin did not spurt out. Several rewind and load steps were performed and the cartridge was recognized correctly each time. The force sensor was found to be within calibration. There were no alarms related to the complaint found in the pump histories. A review of the black box indicated a cartridge change followed by four prime steps occurred on the reported event date. There was no evidence of a "no cartridge detected" warning. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
Recall #: 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).